Event description:
It was reported that: during single lung ventilation the high positive end expiratory pressure alarm was activated, tidal volume was low and the pressure gauge reading was 22 cmh2o during expiration. The machine was set to deliver no positive end expiratory pressure. The operator removed the bag every 3rd breath to relieve pressure. After troubleshooting, which found no problem with the ventilator, the lid to the ventilator was slammed closed and the ventilator functioned normally. The machine was used to complete the surgery. There was no injury to the pt.